Event description:
Patient had lead malfunction of her fidelis lead in the past, and is referred for elective lead extraction/replacement because of parental (and physician) concerns regarding recent medtronic withdrawal of the product from the market. Patient had placement of ICD, pacemaker as their other one had a recall on it.